Event description:
The rayon-tipped cotton part of the proctoscopic applicators came off the plastic applicator. The physician had to remove the applicator with a biopsy arm. This has occurred on approximately five other patients.